Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported thrombosis/thrombus cannot be determined; however, thrombosis is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Medication required and unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat a degenerative mitral regurgitation (mr) with grade of 4. A thrombus was observed in the right atrium after advancing the steerable guide catheter (sgc) to the right atrium. The sgc was removed, and aspiration of thrombus was attempted. After a while, thrombus was not observed. More heparin was administered after the observation of the thrombus. The procedure was completed with 3 implanted mitraclip, reducing mr to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient sequelae.